Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. The atrial lead exhibited noise reversion with inappropriate auto mode switch episodes. The noise could not be reproduced with isometrics or pocket manipulation. No medical intervention was performed. The patient was stable post event and would continue to be monitored.

Event description:
New information on (B)(6) 2016 indicated that the patient presented in hospital for surgery. The atrial lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.